Manufacturer narrative:
The customer contacted a siemens customer care (ccc) specialist and stated that sodium results were elevated after the instrument was idle for a few hours. The customer had replaced the ion-selective electrode (ise), but the issue was not resolved. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse discovered that there was build-up on the ise pump. The cse replaced the seals, cleaned the bowl and primed the ise module. The cse ran calibration and quality controls, which were acceptable. The cause of the discordant, falsely elevated sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia 1800 instrument contacted the siemens customer care center (ccc) and stated that sodium results were elevated after the instrument was idle for a few hours. The operator provided one example. A discordant, falsely elevated sodium (na) result was obtained on a patient sample after the advia 1800 instrument was idle for four hours. The discordant result was reported to the physician(s). The sample was repeated twice on the same instrument, resulting lower both times and meeting the clinical picture of the patient. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.